Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that we found a small piece of tape adhered to the outside of the dressing bag. The bag itself was sealed and intact but the tape was present on the exterior surface. There was not any patient injury associated with this. No further information is provided.